Event description:
Ous MDR - it was reported that artifacts were observed on the right-ventricular channel about 18 months after the implantation. No shocks were delivered. No deterioration of the patient's state of health was reported.

Manufacturer narrative:
The returned lead was only available in fragments. The lead was destroyed in the returned state. The lead had been cut through 18 cm distal of the is-1 connector pin. About 5 cm of the lead body between the distal and the proximal fragment were missing for the analysis. During the analysis of the lead fragments, fraying of the insulation and the coating of the rope conductor to the ring electrode 3 could be noted 15.5 cm distal of the is-1 connector pin. In addition, the insulation was damaged by fraying at about 41.5 cm proximal of the tip electrode. This damage manifestation indicates significant mechanical stress during the operating time. The position and kind of these frayings are characteristic for a simultaneous occurrence of strong pressure of the lead onto the ICD housing and of friction of the lead at the ICD housing. This damage manifestation can with high probability be regarded as the cause for the clinical complaint. There were no indications of material defects or manufacturing errors.